Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left circumflex artery. Following pre-dilation with 2.00x10mm non-compliant balloon catheter, a 2.75 x 16mm synergy xd drug-eluting stent was successfully deployed. Post deployment, a type b stent edge dissection was observed, which was non-flow-limiting. Another stent was implanted to cover the dissection, and the procedure was completed. The patient became unstable for a short time but slowly recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.